Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a sensor error alarm. The customer requested to have her sensor replaced. The customer's blood glucose was 50 mg/dl. Customer had treated their blood glucose with glucose tablets. No additional information provided.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. The sensors passed with accurate readings.